Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during initial drain. The baxter technical service representative (tsr) confirmed that the home patient (hp) and the bags were connected at the time of the alarm. The tsr had the hp close clamps and cycle power off and on and se 2367 occurred. The tsr had the hp cycle power off and on and the alarm cleared back to "press go to start." The tsr advised the hp to discard the supplies and start over with new set up. The hp will let the registered nurse(rn) know of the air detect alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The product surveillance contacted the hp on (B)(4) 2011 regarding the reported problem. She stated that she forgot to clamp one of the lines and ended up starting over with new supplies. She stated that she informed her nurse and is doing fine and resuming with therapy on the hc. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) stated that she forgot to clamp one of the lines. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted

Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown so a batch review will not be performed. If additional information becomes available, then a follow up MDR will be submitted.